Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels reaching 412 mg/dl. A correction bolus was delivered to address the bg level; current bg level was 192 mg/dl. A system check was performed and the pump time was found to be incorrect by 7 minutes and a valid out of insulin alarm was also found in the pump's history. The customer successfully adjusted the pump time. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.